Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that a balloon rupture occurred. A cutting balloon was advanced from the contralateral femoral artery to a 99% stenosed lesion in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.00 mm x 2.0 cm x 90 cm otw peripheral cutting balloon was used for dilatation. During initial inflation at 2-3 atmospheres, the balloon ruptured, and dilatation was unsuccessful. The device was withdrawn without difficulty. Upon examination outside the body, an audible sound consistent with an air leak was noted, confirming balloon rupture. The procedure was completed using a non-boston scientific device. There were no patient complication as result of this event.